Event description:
Patient had c-section in 2007. Presented to ed on the end of the following month, stating she felt a pop a couple of weeks post-op. Diagnosed in ed with post operative abdominal hernia.